Event description:
It was reported that an alert was generated for an out-of-range amplitude measurement on the atrial channel. Frequent low measurements were noted in the past. Threshold and impedance measurements remain stable. Another alert for an out-of-range atrial intrinsic amplitude was generated over 2.5 years after the first one. Review of the presenting and recent right atrial automatic threshold (raat) electrograms showed isolated farfield r-wave oversensing (ffrwos). The observations were documented, and the device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.